Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump under warranty with updated software, completed field correction form on customer¿s behalf, provided instructions for placing malfunctioning pump into storage mode, and advised customer to return pump within 10 days using provided materials and to reprogram pump settings and reconnect continuous glucose monitor on replacement device.